Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with and hospitalized with peritonitis. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed on h11k29095 h12a02018 h12a31066 and h12c30049 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Further information was received from a nurse who medically confirmed this report. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The nurse (rn) denied to answer questions regarding patients' hospitalization and peritonitis, because she believes the patient will be going off the program due to non-compliance.

Manufacturer narrative:
(B)(4).the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.